Event description:
It was reported by the customer that they received an l3-002 error code during the case. They found their green cable to be twisted, so they untwisted the cable. They replaced the probe and were able to initialize, but when they fired the needle, the front fork and thumbwheel became misaligned and the needle made a strange grinding noise. They attempted 4 different probes and had the same problem with all 4 probes. They were unable to complete the procedure.